Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary half height enhanced drawers 4.1 and 4.2 were not detected on the bus. The field service engineer (fse) reseated the row board connection at the 392 board to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 4.1 and 4.2 had failed and were not detected on the bus. The customer attempted a reboot, which typically resolves the issue, but the problem persisted. During the reboot, they left the station powered off for 15 minutes before powering it back on, but the issue remained. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.